Event description:
A doctor alleged that a patient experienced tongue and lip irritation while wearing the simpli5 aligners.

Manufacturer narrative:
The doctor trimmed one (1) aligner for the patient and viscous lidocaine was prescribed for treatment. New aligners were fabricated for the patient; the patient has fully recovered and is doing fine at this time.